Manufacturer narrative:
(B)(4). The insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unable to verify motor error due to keypad not responsive. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer did not report an motor position encoder error alarm. The customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.